Event description:
On (B)(6) 2011, it was reported the pt was experiencing difficulty recharging and communicating with their device. It was stated the device appeared to be tilted. On (B)(6) 2011, the pt had a pocket revision. Following the revision, the pt could communicate and recharge her device successfully. Therapy was restored and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).